Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing was observed due to myopotentials. Noise was unable to be reproduced in clinic. Programming changes were made. Patient will be monitored. Patient was stable before, during and after the event.